Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the complaint history determined that no further actions are required. Per package insert, pain and swelling are some of the adverse effects of the tka procedure. However, definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
UDI - (B)(4). Concomitant medical product: - persona stemmed 5 degree tibia, item #: 42532006701, lot #: 63222312, persona cr articular surface fixed bearing left 11 mm, item #: 42511000411, lot #: 63034696, persona cr narrow femoral left size 7, item #: 42502006201, lot #: 63173201, product will not be returned to zimmer biomet for investigation as it currently remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02242, 0002648920-2017-00333 and 3007963827-2017-00221.

Event description:
It was reported by the patient that she is experiencing pain and swelling following her left knee arthroplasty. She also reported that the incision site is hot. No additional patient consequences were reported.